Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer's blood glucose value was 36 mmol/l. Customer reported was using auto mode. Customer was treated with multiple dose injection and set change. Customer blood glucose seemed to coming down until tonight when they were running about 15.0 mmo/l. Customer then received insulin flow block alarm. Customer stated the insulin exited. Customer stated the cannula was bent. The devices will not be returned for analysis.